Event description:
The user no longer had any auditory response with the device on the right side and in situ testing shows affected channels. There is no report of any accident or trauma. After observation for one month, there was no improvement. Hearing performance previously was good. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no auditory response with the device on the right side and in situ testing shows affected channels. There is no report of any accident or trauma. After observation for one month, there was no improvement. The user was successfully re-implanted on (B)(6) 2020.